Event description:
This customer reported a pads connector failure message. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). This customer reported a pads connector failure message. There was no report of pt involvement. The device was evaluated at philips. Upon arrival the device displayed a "shock equipment malfunction" error message. Running the opcheck cleared the error message and the symptom could not be recreated. We are considering this a malfunction. We cannot determine the cause since the symptom could not be recreated.